Event description:
It was reported that the patient's vns was explanted. Return of the explanted product is not expected per hospital policy. No further relevant information has been received to date.

Event description:
It was reported that the patient consulted with a surgeon for removal of the vns due to breathing issues at night and vomiting. The patient now has to use a CPAP. It was reported that the patient¿s pcp suspected the issues may be related to vns, but was unsure since the patient¿s lab results were normal. The patient reported having a decrease in seizures from vns therapy and has been working with a neurologist to adjust therapy. Clinical notes were later received which reported the patient experienced the stomach flu and had several vns adjustments by the neurologist. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.